Event description:
It was reported that during the device upgrade procedure, insulation degradation was noted on the right atrial lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.